Manufacturer narrative:
H6: device code 2017 failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: correction- removed medical device problem code 2616. H6: correction removed type of investigation code: 4114. H6: correction removed investigation findings code: 3221. H6: correction removed investigation conclusion code: 4315.

Event description:
Subsequent to the previously filed report, additional information was received. The physician reported that this event was a cuff miss (no suture present when the needle plunger was removed after deployment). An additional proglide device was used to achieve hemostasis. No femoral venogram or other imaging was performed to verify the puncture site. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide. Reportedly, the proglide did not deploy properly as the "suture didn¿t catch the tissue and it just pulled through". The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.